Event description:
It was reported that the atria lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the lead was returned for dislodgement. The helix was clogged with blood or tissue. Helix extension length, retraction length was found to be normal. The electrical characteristics of the lead were found to be normal.